Event description:
A report was received that the patient underwent a lead revision due to lead migration. During the revision, the physician found a severed lead and he replaced the lead. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
(B) (6). Device was explanted. The product analysis report for (B) (4) phase iii linear lead (serial number (B) (4)) concluded that the device was received cut in half. The visual inspection of the proximal and distal ends did not find any anomalies. Device exhibited no indications of mechanical overstress, which could cause the lead to break in half prior to revision. The root cause of the damage to the device that was observed during procedure could not be determined. This is the final report.